Manufacturer narrative:
The insulin pump passed self test and displacement test. The pump was received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the pump history due to broken traces on keypad assembly. Pump error 53 was found in the pump history due to software error.

Event description:
The customer's mother reported via phone call that the insulin pump had multiple pump error alarm. The customer's blood glucose was 178 mg/dl. The customer stated that they had performed the self test and the test was passed. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised to discontinue use of the insulin pump revert to backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.